Event description:
Device 3 of 4. Reference MFR reports: 1627487-2010-03436, 1627487-2010-03437 and 1627487-2010-03439. The pt received his scs sys, including an ipg, two percutaneous leads (from two separate lots), and two anchors (from the same lot), on (B)(6) 2010. It was reported that the pt requested his ipg be explanted because the sys was not helping his pain. Multiple reprogramming sessions were unsuccessful in resolving this issue. The ipg was explanted on (B)(6) 2010 and returned to the MFR for eval on (B)(6) 2010. No further info is available.

Manufacturer narrative:
Eval, results: one of the leads had kinks approx 29.5 cm and 30.5 cm from the terminal end. Both leads passed continuity and stress testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.